Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 20 mg/dl at the time of the event. The hypoglycemia treated with glucagon shots in the ambulance and IV insulin drips. The event involved products mmt-431ag, mmt-342, mmt-7040a, mmt-1884. Troubleshooting was performed and found that the insulin pump was over delivered the insulin. The customer was using the auto mode/smartguard feature at the time of the event. The customer had been using the insulin pump system within 48 hours of reported low blood glucose event. No further patient complications were reported. No product return is required for mmt-431ag. No product return is required for mmt-342. No product return is required for mmt-7040a. No product return is required for mmt-1884.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Delivery anomaly-possible over delivery not confirmed. Delivery anomaly-possible under delivery not confirmed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay and a missing serial number label. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Found user time date change in the pump history file. 02/07/2025 15:29:33.000 user time date change (3) history record length = 19. System time = 02/07/2025 15:29:33.000. New system time: 12/07/2025 15:29:33.000. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered surrounding the event date of 27-feb-2025 listed on smartsolve due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 27-feb-2025 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found moisture damage on the pcba1 and pcba2. No damage noted on the force sensor, motor and vibrator assembly noted. The electronic assembly was stuck in the pump case. While removing the electronic assembly, the pcba 1 was damaged during the visual inspection process. Force sensor zero offset within specification (23.7 mv). The pump passed the functional testing. Unable to confirm alleged low bgs/high bgs. Delivery anomaly-possible over delivery not confirmed. Delivery anomaly-possible under delivery not confirmed. Found moisture damage during the visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update: hypoglycemia was not treated with an insulin drip.